Event description:
A malfunction alarm was reported, identified as malf 12, with multiple occurrences on the same pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.